Event description:
The customer reported to customer service that after using the power supply for her breast pump for less than one month, the screws no longer secure the transformer housing and are broken off in the plastic. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, she indicated that when she went to unplug the transformer, it broke in three places where the screws hold the housing together and the housing came apart, exposing underlying wires/electronics, which were hot. She also indicated that she would return the product for testing/analysis and that no injuries were sustained as a result of the issue. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow up report will be filed.